Manufacturer narrative:
Field correction: 1627487-05242011-0002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has a pns and a scs system in use. The pt reports that he is unable to start the stimulation after charging the scs ipg for three hours. The pt reports he has not been receiving stimulation from his scs system since (B)(6) 2014. The scs ipg communicates with the external devices, however, error messages are displayed. The sjm rep confirmed the scs ipg is inoperable. The pt underwent surgical intervention to remove and replace the ipg. Therapy was resumed.